Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pulse generator exhibited intermittent undersensing on the ventricular channel noted via the merlin.net transmission. Tech services suggested reprogramming however this had not been confirmed. The device remained implanted. No patient symptoms were reported.